Event description:
It was reported that before use the sterile pouch of the trek rx was noted to be open and unsealed. The device was not used and there was no patient involvement. Another trek rx was used without further incident. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The opened/unsealed tyvek pouch was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.